Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device"), pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy and irregular bleeding") in a 32-year-old female patient who had essure (batch no. B78633-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included ovarian cyst, nausea, dizziness, anemia, cervicitis cystic, urinary tract infection, ovarian adhesion and menometrorrhagia. Concomitant products included ibuprofen (ibuprofen) and paracetamol (tylenol). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), back pain ("back pain") and weight increased ("weight gain"). On an unknown date, the patient experienced migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), abdominal distension ("extreme bloating") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy with bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, back pain, weight increased, vaginal haemorrhage, menorrhagia, migraine, dyspareunia, vaginal discharge, vision blurred, abdominal distension and vulvovaginal pain had resolved and the headache had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. Diagnostic results: (B)(6) 2016, surgical pathology report, final diagnosis: a: uterus, cervix, bilateral fallopian tubes: cervix: chronic cystic cervicitis, squamous metaplasia at squamocolumnar junction endometrium: proliferative endometrium, no pathologic diagnosis right and left fallopian tubes: vascular congestion and focal hemorrhagic areas. B: right partial ovary: -hemorrhagic follicular cyst. -follicular cyst and hemorrhagic stroma. -serosal surface adhesions c: left partial ovary: -hemorrhagic follicular cyst. -hemorrhagic fibrous adhesions. -stromal hemorrhage. Specimen source: a.uteru's, cervix, b. Bilateral fallopian tubes, right partial ovary, c. Left partial ovary concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (not valid batch no.) Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device"), pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure (batch no. B78633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". Concomitant products included ibuprofen (ibuprofene) and paracetamol (tylenol). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), back pain ("back pain") and weight increased ("weight gain"). On an unknown date, the patient experienced migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), abdominal distension ("extreme bloating") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery ((B)(6) 2016 hysterectomy with bilateral salpingectomy) and surgery (hysterectomy). At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, back pain, weight increased, vaginal haemorrhage, menorrhagia, migraine, dyspareunia, vaginal discharge, vision blurred, abdominal distension and vulvovaginal pain had resolved and the headache had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 12-apr-2018: pfs and medical record received: lot number, reporter information, patient details, product information, events -abnormal bleeding (vaginal), menorrhagia, migraines, headaches, vaginal discharge, vaginal pain, extreme bloating, blurred vision, dyspareunia (painful sexual intercourse), weight gain, did you undergo an essure confirmation test: no were added. Pain was added to the previous reported event pelvic pain and the incident category of this event was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain") and weight increased ("weight gain"). The patient was treated with surgery (pelvic surgery on (B)(6) 2016). At the time of the report, the uterine perforation, abdominal pain lower, pelvic pain, abdominal pain, genital haemorrhage, back pain and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, genital haemorrhage, pelvic pain, uterine perforation and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.